Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenanculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "tenaculum didn't move as user's want with broken wire." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable, likely causing the intuitive motion failures. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the tenanculum forceps (part # 470207-10/serial# (B)(4) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system sk3182. The instrument had 7 uses remaining after last use. In addition, a review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the instrument did not move due to a broken wire. There was no report of fragments falling inside the patient. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.